Manufacturer narrative:
The system was tested after the case and the karl storz or1 tech could not duplicate the issue. Based on how system performed, the tech found it prudent to replace one component in the system even though it did not show signs of failure. Tech monitored performance, and the hospital used the system for all scheduled cases that day and the next and there was no repeat of the issue.

Event description:
Allegedly, during a da vinci robot lobectomy, the doctor noted the staple line was torn inside patient resulting in internal bleeding; this was not related to any device malfunction. He switched from da vinci robot camera to a handheld camera in order to address the bleeding. The touch panel on the or1 system froze and they were unable to provide the visual on the monitor he requested. Operating room personnel rebooted the system to regain touch panel functionality but the doctor did not want to wait for it to recycle. He converted to open to address the bleeding. By that time, the system had completed recycling and the touch panel was fully functional. Procedure was completed; there was no injury to the patient.